Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: chloraprep was used as prep. Office visits, and urgent care/ed visits: (B)(6) 2023 - office call (B)(6) 2023 - office visit; (B)(6) 2023 - office call; (B)(6) 2023 - ed visit (outside facility); (B)(6) 2023 - office visit outcome/sequelae: (B)(6) 2023 - rash appeared; (B)(6) 2023 - rash not improving and is extremely itchy; (B)(6) 2023 - presented to outside ed with facial swelling and hives in addition to the rash under breasts and abdomen/groin; (B)(6) 2023 - continuing pruritis under breasts; prior surgery: none listed. Prior surgery with dermabond use?: unknown. Prior surgery with chloraprep use?: unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Do you have any pictures of the reaction? Can you identify the product code and lot number of the product that was used? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent total laparoscopic hysterectomy on (B)(6) 2023 and topical skin adhesive was used. Post op day 3, rash began under breasts and abdomen, treated with oral benadryl and prednisone; diflucan; antifungal topical cream. No product will be returned. On (B)(6) 2023 - office visit - rash and pruritis completely resolved. Additional information has been requested.